Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n276212, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that when the patient turned on his stimulation it would hurt, like a heavy throb. The patient drove to the store today and turned off the stimulation while driving. They made a couple of stops and got back into the car and everything was fine. They drove ¼ of a mile and got out of the car and his leg was throbbing and when he looked at his setting the screen was black and showed a very strong pulse. He didn¿t understand because his stimulation was off and it was just like a heavy throb. It came on suddenly following some type of environmental exposure. The patient had gone through a theft detector or security gate at (B)(6) while the device was off. It was noted that the patient had a little pack where he kept his patient programmer (pp) and might have pushed the button on. His stimulation was on when he checked it. The patient had his stimulation down to 0.0v and he thought so because there was nothing on the screen. It was noted that the turned off the stimulation but didn¿t push the minus key. The setting was higher than what he usually set it at but did not recall the setting. He shut it off again when they came home and got out of the car with no problems and brought the groceries into the house. He sat down and turned the machine back on, with the top key. It started hurting and throbbing again and started hurting the legs. He tried to turn it down but nothing seemed to work. He had the machine for just over a week or two and was just trying to get used to it. Currently, he had no lightning bolt because he turned off stimulation and the setting was up 6.45v on program 1 and on program 2 it was up 6.50v. The patient was advised to adjust the group to 0.0v before turning stimulation back on to prevent undesirable sensations. The patient was not able to adjust stimulation. Information was reviewed and he then adjusted it up to 2.0v on both settings. It was noted that when he first got the stimulation a woman at the hospital stayed for an hour with him to teach him how to use it. He understood more now than he did before. The patient was education on how to use the pp and considerations to prevent undesirable sensations. The patient was turning stimulation back on by himself and the issue was resolved. He felt better and was not in any pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.